Event description:
Patient reported experiencing an increase in seizures above her pre-vns baseline after vns implant surgery. The patient indicated that she thought it was just her body getting used to the device after implant. The patient further reported that after a few months she got better and now has great efficacy with the device. No other relevant information has been received to date.